Manufacturer narrative:
Follow-up # 1 the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The retain test strips passed testing. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter read inaccurately. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the inaccuracy issue occurred on (B)(6) 2015 at 07:00am. The patient reported that he obtained results of 278 and 305mg/dl on the subject meter, which he felt was inaccurately high in comparison to results of 205 and 220mg/dl obtained on doctors meter, performed within 30 minutes of each other. The patient also reported that he obtained results of 295 and 224mg/dl on the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference in results exceeds lifescan's criteria for accuracy and precision. The patient also reported a result of 272mg/dl which he felt was inaccurately high in comparison to his feelings or normal results. The patient manages his diabetes with oral medication, diet and exercise, and at 07:00am on (B)(6) 2015 the patient took his usual dose of metformin and glipizide pills. It is unknown if the patient developed any symptoms as a result of the issue however on (B)(6) 2015 at 04:00pm he was admitted to an emergency room, where he was treated by a healthcare professional (hcp) with IV fluids. During troubleshooting the cca noted that the meter was set to the correct unit of measure and the test strips had not expired. When a control solution test was performed, the results were in range. It was noted that the test strip vial was also damaged. Replacement products were sent to the patient. This complaint is being reported as the patient received medical intervention from a hcp after the alleged meter issue occurred.